Manufacturer narrative:
Customer returned a freestyle blood glucose monitor. Test strips were not returned. The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors or other issues were observed during control solution testing. The freestyle blood glucose result as reported by the customer was identified in the meter internal log.

Event description:
Customer reported receiving glucose result of 84 mg/dl on their freestyle blood glucose monitor. They then reported having slurred speech and feeling incoherent. The customer's wife called an ambulance. Upon arrival the paramedics received a glucose result of 56 mg/dl on an unknown brand of glucose monitor. The paramedics administered an intravenous treatment of d50 (dextrose) in order to stabilize glucose levels.